Event description:
It was reported the insulin pump had alarmed motor error multiple times. Customer's blood glucose was unknown. Customer was advised the device need to be replaced. The device is not returning for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the displacement test, rewind and basic occlusion test, occlusion test, excessive no delivery test, and prime test. The device functioned properly. The motor passed the motor test. No motor error alarms were noted. The device was received with minor scratches on the display window, cracked case at display window corner, and cracked reservoir tube lip.